Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was unable to be interrogated and crashed with the merlin programmer whenever interrogation was attempted. The patient was discharged. No further information was available at this time.